Event description:
On an unknown date, the reporter stated that the needle detached in the buttocks. There was an x-ray performed but the needle moved.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.